Event description:
It was reported that upon starting an infusion the nurse noted the solution was pumping back into the bag. The pump was stopped and the set changed. There was no resultant pt complication.